Event description:
Reporter identified that a filter in an "aralast" box, supplied by MFR, was not sealed correctly. The filter appeared to be misaligned in its construction. The reporter began withdrawing preparation from one vial of reconstituted biologic, through a filter, into a 60ml syringe. The syringe contents was then transferred to an infusion bag, for subsequent administration to one pt. The reporter noticed, that the filter was leaking at the seam, where the filter is bonded together, preventing the biologic passing through the filter into the syringe. The reporter stopped withdrawing the preparation, replaced the leaking filter with a new filter and continued the procedure without any further incidence. The reporters supervisor stated the pt who received the preparation had no event to her knowledge, and she did not believe the sterility of the preparation was compromised.